Manufacturer narrative:
No conclusion can be made. Based on the information provided we are unable to determine to what extent, if any, the alleged bard device may have caused or contributed to the events as reported. Without complainant contact information, additional information cannot be requested. A lot number was not provided, therefore a review of the manufacturing records cannot be performed. Should additional information be obtained, a supplemental emdr will be submitted. Remains implanted.

Event description:
The following was reported to davol (B)(6) via email from (B)(4) product complaints. "Patient/caller had an original surgery in (B)(6) 2015 utilizing a prolene ethicon mesh in (B)(6) 2017 the product was replaced for migration with a bard mesh, a 3d max light mesh, number provided (B)(4) and now he is needing a third procedure for same issue." "Please be advised that we do not have any additional information to provide you."